Event description:
(B)(4). Medwatch (B)(4) description: "as per our hospital procedure, patient received clear syringes-exactamed from baxa-with the black mark on the line of the syringe where the caregivers were to draw up the oral medication. The line was appropriately delineated on the "tic" mark for the 3.75ml; however, the line crossed the number "4" which was delineated to the side of the "tic" marks. In fact, the numbers denoting the milliliters 1, 2, 3, 4 and 5 did not correspond to the appropriate "tic" marks on the syringe. The father brought this to our attention and new syringes from another company were given to him. There was no adverse outcome to this patient. Diagnosis or reason for use; medication administration."

Manufacturer narrative:
Evaluation: this issue was previously investigated by baxa. It was determined that the root cause of this issue was that the placement of the '4' on the scale was due to inadequate process of defining the level of verification required for the product silk screen specification. The silk screen verification process and the incorrect placement has since been corrected. An evaluation was completed for this type of failure mode on this product. The evaluation showed a negligible risk of adverse health consequences. This issue is not occurring with greater frequency or severity than previously defined in risk documentation. Baxa has not received any reports of patient injury/illness as a result of this issue.